Event description:
During remote follow up, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed. The patient was stable.